Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user installed a new dexcom g6 sensor and transmitter and subsequently experienced no glucose readings on the ilet pump until the transmitter serial number was entered into the pump, after which readings resumed and insulin delivery continued. Symptoms included no reported adverse clinical effects. Outcomes included resumption of insulin delivery without further intervention or follow-up. Investigation included customer support troubleshooting. Investigation of this case revealed a setup or pairing issue between the transmitter and the pump that was resolved by proper transmitter registration, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.